Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a triscuspid valve ring placement surgery, the right atrial (ra) lead was compromised during bypass cannulation. High thresholds and no capture were noted post surgical procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.